Manufacturer narrative:
The manufacturer determined there were signs of water ingress to the electronic components inside the CPAP, leading to a short circuit and subsequent thermal damage and compromise of the top enclosure. The product's labeling provides user care and handling instructions to prevent water ingress from occurring or affecting the operation of the device. The manufacturer concludes that user mishandling/abuse caused or contributed to the failure of the device and that no further action is necessary.

Event description:
A durable medical equipment supplier (dme) reported that a thermal event resulted in a void in the tip enclosure of a continuous positive airway pressure device (CPAP). There was no report of harm or injury.